Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to morphology changes with high amplitudes and baseline shifting while programmed in primary sensing vector. Morphology changes could not be reproduced during troubleshooting and the s-ICD was reprogrammed to secondary vector. Boston scientific technical services (ts) was consulted and discussed that the signal in both the treated and untreated events is consistent with changes in the impedance pathway of the sensing vector and that the shock impedance value was high. Ts discussed possible reasons and suggested obtaining an x-ray for further investigation. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that x-rays were taken and showed that the electrode was fully inserted into the header of the device and there was no visible electrode impairment. The high shock impedance was thought to be due to suboptimal placement of the electrode. The sensing vector was reprogrammed to secondary and the patient was scheduled for further testing. Additional information was received that further testing was performed. When programmed in secondary sensing vector with a two times gain there was no reproducible noise and myopotentials were correctly sensed as noise. Also an ergometry was performed without abnormalities. The s-ICD and electrode remain in service.